Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("they could of came out rather during my period or peed them out but I feel like it is still there.") In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and device expulsion ("they could of came out rather during my period or peed them out but I feel like it is still there."). At the time of the report, the device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation and device expulsion to be related to essure. The reporter commented: it was reported that "they said they could of came out rather during my period or peed them out but I feel like it is in there." Concerning the injuries reported in this case, the following one were reported via social media: can't find one spring. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("they could of came out rather during my period or peed them out but I feel like it is still there.") In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and device expulsion ("they could of came out rather during my period or peed them out but I feel like it is still there."). At the time of the report, the device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation and device expulsion to be related to essure. The reporter commented: it was reported that "they said they could of came out rather during my period or peed them out but I feel like it is in there." Concerning the injuries reported in this case, the following one were reported via social media:can't find one spring. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.